Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found the lead insulation abraded at 3 cm from the tip, exposing the proximal cables. No damage to the blue insulation of the cables was noted. Coil continuity was normal.